Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, it was reported the customer experienced an elevated blood glucose (bg) level. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.